Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the event. He did verify a vent inop error code in memory. He replaced components based upon that error code. The unit passed its acceptance tests.